Manufacturer narrative:
The concomitant devices: carto xp: us catalog #: m470001, serial # (B)(4); coolflow pump: us catalog #: cfp002, serial # (B)(4); ez steer thermocool navigational 4mm (tc): us catalog #: bni75tcdfh; lot# unknown (discarded); lasso variable, us catalog #: d7l202515rt, lot# unknown (discarded). (B)(4).

Manufacturer narrative:
(B)(4). The unit was sent to the repair facility for preventative measures where the unit was tested for safety and functionality and was found acceptable. Unit completed calibration procedure and stockert final test procedure without any issues, unit met all requirements. The device history record for stockert (B)(4) shows that no reprocessing or test fails were noted during the manufacturing cycle. The device met all specified requirements prior to distribution.

Event description:
It was reported to the local (B)(4) yesterday, that a patient received third degree skin burns after a case on (B)(6) 2011. The patient was discharged under normal hospital protocol but the burns had not been observed. The patient presented to her physician on (B)(6) 2011 with what appeared to be second degree skin burns in the area of the grounding pad. A debridement was performed. The patient presented for a second visit on (B)(6) and the burn was updated to a third degree and a second debridement was performed. The customer would like to have the stockert evaluated and a loaner has been requested. The following bwi equipment was involved: stockert, carto, cool flow pump, catheters and valley lab grounding pad (discarded). The patient is at home.